Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a manufacturer representative regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that before an implantable neurostimulator (ins) replacement procedure, the manufacturer representative was unable to interrogate the device. The patient stated that they had not used it in over a year. They had not charged it during that time. It was confirmed that the device was overdischarged. The patient stated that the simulator was working well prior to the battery depletion. The patient did not want to perform a physician mode recharge (pmr) as they wanted to replace the ins. During intra-op, it was noted that the ins was very deep in the pocket. The health care professional (hcp) believed that this may have caused the patient to have difficulty charging which led to the overdischarged state. The hcp replaced the ins and put the new ins more superficial in the pocket to allow for better recharging. The patient was doing well after the procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.